Event description:
Pt with auto anti-e failed to react with any of the e positive cells on the panel. Account describes reactivity as 2+ with the screening cells. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.